Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation with 395cc mentor memoryshape breast implants experienced several unexplained systemic symptoms post procedure. Joint stiffness, pain, joint swelling, unexplained fevers, difficulty swallowing, dizziness, cognitive issues, allergies, sleep disorders, and fatigue were noted. Additionally, a cancer diagnosis in an area outside of the breast was noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This patient was part of a clinical study. See 1645337-2022-12367 for contralateral prosthesis report.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On october 21, 2022 mentor became aware that the event date was erroneously omitted from the initial report submitted. The event date has been populated with this report.

Manufacturer narrative:
Additional information was received on november 8, 2023. In addition to the issues reported previously the patient also experienced left sided wrinkling. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2024 mentor became aware that the information reported in previous supplemental submitted was available to mentor on june 30, 2023, rather than november 8, 2023. This report reflects the correct g3 (date received by manufacturer) value. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 8, 2025. The device was explanted on an unknown date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: neoplasm malignant / generalized illness /cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).